Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. A photo was provided of an implanted single-piece lens. A mark was observed near the optic edge. The mark has the appearance of scrape mark; however, it cannot be verified from a photo. The manufacturer internal reference number is: (B)(4).

Event description:
Other health care professional reported with a description of lens had a mark after surgery. Additional information has been requested.